Manufacturer narrative:
(B)(6). On 07/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 07/27/2016 a medtronic representative, following-up at the site, reported the navigation system was checked and functioned, as well as, navigated normally. On 08/08/2016 software analysis was unable to determine probable cause with the information provided. Medtronic representative found there was no delay. Procedure was completed successfully. It was found in the ent portion.

Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, an inaccuracy was alleged to have occurred during navigation. Registration was successful, and accuracy was confirmed then. While the surgeon was navigating, approximately 1 centimeter off of mid-line, the inaccuracy was noted. Medtronic representative recommended re-registering the patient. The surgeon opted to discontinue the use of the navigation system, and proceeded to complete the procedure without navigation. There was no delay of therapy. There was no impact on patient outcome.